Event description:
Information received from the (B)(6). Treatment for occlusion in the right internal carotid artery, right anterior cerebral artery, right middle cerebral artery m1. Medtronic (covidien) received information regarding complications involving one of its devices. During the mechanical thrombolysis treatment, a distal embolism occurred at the a1 a-comm (anterior communicating artery) while retrieving the thrombus at the m1. The solitaire was used in the same vessel twice consecutively, tici 2b. The physician determined the embolism was due to the blood flow of aca (anterior cerebral artery), which increased after thrombolysis with the solitaire. In addition, cerebral infarction appeared at the right mca (middle cerebral artery) and at the aca on both sides. Shortly after the treatment was completed, hemorrhage occurred and was associated with the distal embolism. The physician determined the cause of the event was the revascularization treatment itself, nihss (national institute of health stroke scale) was 28. Twenty four hours post procedure, the patient developed cerebral edema and cerebral swelling associated with the cerebral infarction. Due to inequality in pupil size, the physician performed urgent cerebral decompression. The cause of the edema and swelling was not related to the solitaire usage but these symptoms were associated with the infarction. Which were likely to occur whether the revascularization treatment was performed or not, per physician. (B)(4). The mrs (modified rankin scale) was 5 on (B)(6) 2015. The patient expired on (B)(6) 2015. Since t-pa (tissue plasminogen activator) treatment was not indicated for the patient, mechanical thrombolysis was performed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the customer stating that there was observed high density area, but the bleeding was not that significant. Please note that the customer has also stated the mechanical thrombectomy usage did not cause the nihss to increase.

Manufacturer narrative:
The device inolved in the event will not be returned for evaluation as it was discarded. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).